Manufacturer narrative:
Date of event: exact date unknown, event occurred over the last year from date manufacturer was made aware.

Event description:
It was reported that patient was frequently charging the ipg for an extended amount of time. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible. The patient was doing well postoperatively and the explanted ipg will not be returned.